Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. The insulin pump was received with a missing end cap sticker.

Event description:
It was reported that the customer was hospitalized with a high blood glucose level of 500 mg/dl. The customer experiences body aches and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test could not be conducted. The caller was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.